Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to aneurysm in cylinder, therefore no functioning. No adverse patient effects. No further information is available at the moment. Should additional information become available, a supplemental report will be submitted.